Manufacturer narrative:
(B)(4). Batch #: unknown. Maude report number: mw#: (B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The correct lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to obtain the following information and the device. To date no response has been provided and no device has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent: please provide product code or lot number for the involved device, as lot provided does not correspond to ligaclip. Did the patient experience any adverse consequences due to this issue? Is this device available for analysis? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an intraoperative right leg vein harvesting and vein preparation, the small ethicon clip applier cut the vein instead of clipping it during clip application. The vein was still able to be utilized during surgery." There was no adverse event.